Event description:
Patient had primary surgery in the morning, and later that evening, she was revised due to perforation of the cortex. Additional information received also mentioned infection, but the surgeon did not believe the implants to be the source.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient had primary surgery in the morning, and later that evening, she was revised due to perforation of the cortex. Additional information received also mentioned infection, but the surgeon did not believe the implants to be the source. (B)(4). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. An x-ray was received with the initial reporting confirming the report but not conclusively determining root cause. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No further additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.